Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged. The physician attempted to reposition with no success. The lv lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 6935-65 implantable tachy lead; 5076-52 implantable pacing lead. (B)(4).